Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy, utilizing the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The source of this patient¿s infection can be attributed to contamination during ccpd therapy with no indication of contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though diagnostic effluent fluid cultures were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler had their pd catheter (not a fresenius product) removed due to infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following cloudy peritoneal effluent fluid noted at home. The admitting hospital did not provide the outpatient clinic with the patient¿s hospital discharge paperwork as the patient is with a new clinic. As a result, diagnostic laboratory results and the patient¿s hospital treatment course remain unknown. The patient was diagnosed with peritonitis that was more than likely to be attributed to contamination during ccpd therapy on the liberty select cycler at home. It was explained that the patient¿s health has recently been in decline due to unrelated cardiac comorbidities and his attention to asepsis during pd has been affected. The patient¿s pd catheter was removed due to the severity of infection as he was transitioned to hemodialysis (hd) for renal replacement therapy on an unknown device for the duration of the admission. The patient was discharged to home on (B)(6) 2026. The patient followed up with the outpatient clinic where he presented asymptomatic and was prescribed oral ciprofloxacin at 500 mg twice a day to address the infection post-discharge. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis with no plan to return to ccpd therapy.